Manufacturer narrative:
Customer could not locate unit for evaluation.

Event description:
It was reported that the head of bed will raise but falls as soon as you release the button (possible lift/fowler collapse). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.